Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific implant prescription form was received for the patient's left hip. Reason for revision is "fractured exeter stem".